Event description:
The customer reported that the system exceeds the 4% beam limitation criteria in mag1 and mag2. There was no pt involvement.

Manufacturer narrative:
The ge svc rep performed the collimator calibration procedure. The mag1 and mag2 modes now meet the 4% beam limitation criteria.